Event description:
It was reported that the patient experienced heart block during the cardiomems implant procedure, shortly after removal of the delivery catheter. External pacing was initiated then a pacing catheter was placed. The patient was admitted and a permanent pacemaker placement was placed on (B)(6) 2025. It was confirmed that the physician believes the cause of the heart block was the patient's underlying conduction disease. The physician does not feel that the cardiomems device contributed to the heart block. No device issues were encountered with the delivery system or sensor. No additional medications were required to resolve the issue. The patient was discharged (B)(6) 2025.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. No device analysis results are available because the device was not returned. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance were identified that are related to the reported event.